Event description:
During (B)(6) 2011 f/u, ventricular fibrillation episodes recorded in device memory were showing oversensing at ventricular side. Nevertheless, the device did not deliver any inappropriate therapy. Reportedly, the ventricular sensitivity was re-programmed from 0.6mv to 0.8mv.

Manufacturer narrative:
(B)(4), 2011. This event concerns a device that was manufactured and used outside the united states. Analysis is pending.